Manufacturer narrative:
Positive transfer of metal found on the ceramic femoral head suggests contact with the acetabular cup. The cup was not returned to confirm mating damage. The acetabular cup liner has several points of damage consistent with extraction attempts on both the bearing surface and the locking mechanism. Examination of the reported devices confirms machining lines are still visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The liner is deformed, oblong on the edge. Four of the six anti-rotation devices have been fractured/worn away. The liner rim is fractured adjacent to the area that the machining lines were worn away at. The liner appears to have been edge loaded. Based on the wear it appears the acetabular cup may have been more vertically placed than recommended. Medical records and x-rays were reviewed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of inlay.

Manufacturer narrative:
Breakage of inlay. Positive transfer of metal found on the ceramic femoral head suggests contact with the acetabular cup. The cup was not returned to confirm mating damage. The acetabular cup liner has several points of damage consistent with extraction attempts on both the bearing surface and the locking mechanism. Examination of the reported devices confirms machining lines are still visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The liner is deformed, oblong on the edge. Four of the six anti-rotation devices have been fractured/worn away. The liner rim is fractured adjacent to the area that the machining lines were worn away at. The liner appears to have been edge loaded. Based on the wear it appears the acetabular cup may have been more vertically placed than recommended. Medical records and x-rays were reviewed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. **addendum added 19 apr 2017**the complaint was reopened to address the surgeon's question which was forwarded to bioengineering and the following response was received; as per the (B)(4) (IFU gyros & spirofit) - 'the spirofit internal profile design is based on the pinnacle geometry to allow compatibility with all liners in the pinnacle system within the appropriate size range.' The internal diameter of the spirofit shell (46mm) matched the external diameter of the pinnacle altrx liner (46mm), thus they were compatible. DHR review (B)(4) did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.